Event description:
This is being reported due to the clip detached from posterior leaflet after deployment, and subsequent intervention to stabilize. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4. The patient presented prolapsed leaflets and a torn chordae unrelated to mitraclip. The mitraclip ntw was prepared per the instructions for use and positioned in the valve. The grasp and capture was successfully, and it was satisfactory in all views. After deploying the clip, it detached from the posterior leaflet in a single leaflet device attachment (slda) event. An additional clip was implanted to stabilize, reducing the mr to grade 1-2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported incomplete coaptation (single leaflet device attachment) was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.